Event description:
It was reported by the facility that they have a pt with a recurrent ventral hernia. The patient's patch was placed at another hospital, but they had to remove it. The doctor heard about the recall and claims the ring on this patch is broken.

Manufacturer narrative:
While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time related to the recurrence. The subject product was evaluated, related to be alleged ring break, however, the condition of the returned sample, including substantial deformation and heavy in-growth, limited the evaluated process. First a visual evaluation was performed with no ring ends found to be protruding through either side of the patch. The ring pocket area was manually examined around the circumference of the sample. There did not appear to be any breaks in the ring within the enclosed pocket. The condition of the sample impedes a more conclusive means of evaluation. Our evaluation indicates no evidence of ring break, however, due to the sample condition, we are unable to draw a definitive conclusion.